Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. After multiple attempts of product return requests, we are moving forward with this complaint without product return. If the device is returned later, we will re-investigate the complaint at that time. Of note, a part of the reamer is retained within the patient with no revision surgery planned. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The reamer was returned for investigation. The shaft of the reamer shows some scratches. The cutting edge of the reamer is fractured. The new provided information does not change the outcome of the investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: south africa. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the screw reamer fractured during surgery. The broken pieces remained in the patient. No consequences to the patient, the pieces were visible only on the x-ray. Attempts have been made and no further information has been provided.